Event description:
The rep reported that pieces of plastic were coming off where the drill connects to the battery. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The rep reported that pieces of plastic were coming off where the drill connects to the battery. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.